Event description:
Additional information noted that the patient would be admitted for a competitor rv lead revision.

Event description:
Additional information noted that the decision was made not to change the competitor lead due to the patient health condition. The ICD therapy was programmed off and the patient was being sent home.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the device change out and implant of this implantable cardioverter defibrillator (ICD) out of range pace impedance measurements were noted on the competitor right ventricular (rv) lead. The values were normal until late (B)(6) but then increased and an alert was triggered in (B)(6). Boston scientific technical services (ts) discussed doing an x-ray and isometrics. No adverse patient effects were reported. The system remains implanted.